Event description:
Per the clinic, the patient experienced an infection at the magnet site which started after magnet replacement surgery for MRI in (B)(6) 2022. Subsequently, the patient was hospitalized for treatment with IV antibiotics (specific date and duration not reported).